Event description:
It was reported that a pt in the operating room for sq port replacement (right). Supine position, temp probe positioned in right axilla (without cover). Right arm tucked. Prepped chest and neck area with chlorhexidine 4%. Cautery used during procedure. Burn noted next morning. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.